Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005896.

Event description:
It was reported that patients lead migrated. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.